Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, vomiting, nausea, hematometra, cholecystectomy, endometrial ablation, mature cystic teratoma, pelvic pain, abdominal cramps, endometriosis, hypertension, parity 2, gravida ii, dysfunctional uterine bleeding and pelvic pain. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4487 days after essure insertion and 104 days after its most recent use, she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (robotic total hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2021 and as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: follow up examination following other surgery, tubal ligation status. Findings: scout film shows the essure coils in the adnexa bilaterally. Fallopian tubes were occluded at the cornu bilaterally. On the left side, the proximal band of the inner coil is about 2 mm distal to the cornu, and on the right side the proximal band of the inner coil is about 2 mm from the cornu. Both fallopian tubes are occluded at the cornu bilaterally. Conclusion: status post bilateral essure contraceptive coils. Fallopian tubes are occluded at the cornu bilaterally. [Pathology test] on (B)(6) 2021: salpingectomy: cervix: no pathologic diagnosis. Endometrium: status post ablation; negative for endometrial intraepithelial neoplasia (ein) or carcinoma. Myometrium: adenomyosis. Serosa: no pathologic diagnosis. Bilateral fallopian tubes: benign paratubal cysts (up to 0.6 cm). Specimen/site: uterus, cervix. Bilateral fallopian tubesthe left fallopian tube measures 4.9 cm in length with a maximum diameter of 0.7 cm. 'The serosal surface is with multiple paratubal cysts measuring up to 0.5 om in maximum dimension. Sectioning the fallopian tube reveals no prominent mass or dilation. The right fallopian tube measures 5.7 cm in length with a maximum diameter of 0.7 cm. The serosal surface is with one paratubal cyst measuring 0.5 cm in maximum dimension. Sectioning the fallopian tube reveals no prominent mass or dilation. [Ultrasound pelvis] on (B)(6) 2011: prior hysterosalpingogram dated (B)(6) 2010 was reviewedhyperechoic 3.6 cm right ovarian mass with posterior shadowing most consistent with ovarian dermoid. Bilateral essure coils are noted. Right ovarian dominant follicle. Right dermoid at 3.6 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "medical device removal updated to chronic pelvic pain. Reporters information, medical history and surgical pathological reports were added. Product removal date and event onset date updated, rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, vomiting, nausea, hematometra, cholecystectomy, endometrial ablation, mature cystic teratoma, pelvic pain, abdominal cramps, endometriosis, hypertension, parity 2, gravida ii, dysfunctional uterine bleeding and pelvic pain. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4487 days after essure insertion and 104 days after its most recent use, she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (robotic total hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2021 and as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: follow up examination following other surgery, tubal ligation status. Findings: scout film shows the essure coils in the adnexa bilaterally. Fallopian tubes were occluded at the cornu bilaterally. On the left side, the proximal band of the inner coil is about 2 mm distal to the cornu, and on the right side the proximal band of the inner coil is about 2 mm from the cornu. Both fallopian tubes are occluded at the cornu bilaterally. Conclusion: 1. Status post bilateral essure contraceptive coils. 2. Fallopian tubes are occluded at the cornu bilaterally. [Pathology test] on (B)(6) 2021: salpingectomy: cervix: no pathologic diagnosis endometrium: status post ablation; negative for endometrial intraepithelial neoplasia (ein) or carcinoma. Myometrium: adenomyosis. Serosa: no pathologic diagnosis. Bilateral fallopian tubes: benign paratubal cysts (up to 0.6 cm) specimen/site uterus, cervix. Bilateral fallopian tubesthe left fallopian tube measures 4.9 cm in length with a maximum diameter of 0.7 cm. 'The serosal surface is with multiple paratubal cysts measuring up to 0.5 om in maximum dimension. Sectioning the fallopian tube reveals no prominent mass or dilation. The right fallopian tube measures 5.7 cm in length with a maximum diameter of 0.7 cm. The serosal surface is with one paratubal cyst measuring 0.5 cm in maximum dimension. Sectioning the fallopian tube reveals no prominent mass or dilation [ultrasound pelvis] on 03-mar-2011: prior hysterosalpingogram dated 24may2010 was reviewedhyperechoic 3.6 cm right ovarian mass with posterior shadowing most consistent with ovarian dermoid. 2. Bilateral essure coils are noted. 3. Right ovarian dominant follicle. Right dermoid at 3.6 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.